Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis without the stent component. An examination of the returned device found that the distal handle was fully retracted indicating the stent was fully deployed. The outer sheath was broken at 169mm proximal to the distal end, at the monorail exit. The outer sheath was slightly accordioned at 68mm proximal to the break in the outer sheath and blood was present inside this area. The outer sheath was unable to be moved proximally or distally due to the accordioning of the outer sheath. No other issues were noted with the profile of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a carotid artery stenting treatment procedure, catheter withdrawal difficulties occurred. Vascular access was obtained via the right femoral. The 75% stenosed, 20mm in length, de-novo target lesion was located in the non-tortuous, severely calcified, 7mm in diameter, distal left internal carotid artery (ica). The lesion was not pre-dilated. This 10.0-31 carotid wallstent was advanced through a 8f guide catheter to the lesion; however, once to the lesion, the carotid wallstent stent delivery system (sds) was unable to cross the lesion due to the calcification. During withdrawal of the carotid wallstent sds through the left common carotid artery (cca), the embolic protection wire in the ica and the guide wire in the external carotid artery (eca) became twisted together causing resistance. The physician applied "high force" to the carotid wallstent sds in an attempt to remove the device, at which point the physician heard a "strange noise" and the inner shaft of the sds "ruptured"; however, no damage was visible to the delivery system. The embolic protection wire and the carotid wallstent were removed together. Nothing detached inside the patient. The embolic protection wire was then repositioned in place across the lesion and another manufacturers' stent was implanted in the lesion. Once the carotid wallstent was outside the patient, the physician deployed the stent "with very high force". No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a carotid artery stenting treatment procedure, catheter withdrawal difficulties occurred. Vascular access was obtained via the right femoral. The 75% stenosed, 20mm in length, de-novo target lesion was located in the non-tortuous, severely calcified, 7mm in diameter, distal left internal carotid artery (ica). The lesion was not pre-dilated. This 10.0-31 carotid wallstent was advanced through a 8f guide catheter to the lesion; however, once to the lesion, the carotid wallstent stent delivery system (sds) was unable to cross the lesion due to the calcification. During withdrawal of the carotid wallstent sds through the left common carotid artery (cca), the embolic protection wire in the ica and the guide wire in the external carotid artery (eca) became twisted together causing resistance. The physician applied "high force" to the carotid wallstent sds in an attempt to remove the device, at which point the physician heard a "strange noise" and the inner shaft of the sds "ruptured"; however, no damage was visible to the delivery system. The embolic protection wire and the carotid wallstent were removed together. Nothing detached inside the patient. The embolic protection wire was then repositioned in place across the lesion and another manufacturers' stent was implanted in the lesion. Once the carotid wallstent was outside the patient, the physician deployed the stent "with very high force". No patient complications were reported and the patient's status is stable.